Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone) (8.0 mg/ml at 1.7475 mg/day) and bupivacaine (10.0 mg/ml at 2.184 mg/day) via an implantable pump for non-malignant pain, failed back surgery syndrome, and chronic low back pain. On (B)(6) 2015, the patient complained of fever, redness, and drainage at the pocket site. It was also stated that the patient reported dermatitis at the pocket site. An examination was performed on the same date; the results indicated dermatitis at the pocket site. The clinical diagnosis was pocket site infection and dermatitis. Interventions included medical or non-surgical therapy of the pump pocket on (B)(6) 2015. The event resulted in an emergency room visit. The event was unlikely related to the device/therapy. The event was possibly related to the implant procedure (pump pocket). The event resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.